Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had last been seen in the clinic in (B)(6) 2008. At that visit, there was normal function of the device and the patient had an intrinsic heart rhythm. The clinic also reported the patient had not followed up for the six month visit.

Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed the patient had last been seen in the clinic in (B)(6) 2008 and did not follow up for a six month visit. At that visit, there was normal function of the device and the patient had an intrinsic heart rhythm. Additional follow up at another physician office revealed the patient had last been seen by them (B)(6) 2008. The cause of death was "due to congestive heart failure which was not related to the device."

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, all conductors distorted, outer insulation cosmetic separation and breached cut and white substance and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) outer insulation separation, outer insulation cosmetic separation and cosmetic depression. Proximal segment returned and analyzed.

Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation, all conductors distorted, outer insulation cosmetic separation and breached cut and white substance and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed. (B)(4) outer insulation separation, outer insulation cosmetic separation and cosmetic depression. Proximal segment returned and analyzed.